Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to high pacing thresholds. This lead was then successfully replaced. No additional adverse patient effects were reported.